Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 32mmstent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual, tactile, and microscopic examination of the hypotube shaft identified multiple hypotube kinks and a break at 25cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid shaft section found no issues. Microscopic analysis of the stent revealed that there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 22-may-2024. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion site. The procedure was completed successfully using another of the same device. There were no patient complications reported. However, returned device analysis revealed hypotube detach.